Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump won't run" alarms multiple times. Per reporter, air in line was noted. Per reporter the residual volume was 9.2 ml, rate 2.2 ml/hr, and given was 92.7 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time

Manufacturer narrative:
Additional contact: (B)(6).